Event description:
Piece of grasping forcep noticed missing after instrument removed from bladder during cystoscopy, electrohyperaulic lithotripsy of vesical calculus and percutaneous suprapulsic cystostomy tube placement using lowsley tractor. Forcep piece could not be located in bladder, with specimen pieces, or in drapes. Pt discharged 11/28/97 from hospital.